Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wire lifted off the lower jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Dr (B)(6) was using the device at some point during the month of march and the metal wire came off the lower jaw. Lot is unknown. They opened another device to complete the case and there was no patient issue

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25120655, 25121811 and 25122432 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wire lifted off the lower jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Dr (B)(6) was using the device at some point during the month of (B)(6) and the metal wire came off the lower jaw. Lot is unknown. They opened another device to complete the case and there was no patient issue.